Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and murky effluent. It was also reported that the pt had diarrhea. The diarrhea is also a likely manifestation of the peritonitis event. On the same day as the onset of the peritonitis event, the pt was treated with cefazoline (250mg four times, route not reported) and three days later, with cefazoline (1 gram four times, route not reported) for peritonitis. On an unreported date, the pt was hospitalized for the peritonitis event. The cause of peritonitis was not reported. At the time of this report, the pt was recovering from the peritonitis event and remained in the hospital. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.